Event description:
Boston scientific received information that during a follow up loss of capture was revealed when measuring the ventricular thresholds. In addition a decrease in intrinsic amplitudes and a decrease in pacing impedances were revealed on this right ventricular lead. Interrogation of the device showed some episodes which were stored as noise signals. The patient was hospitalized and an x-ray revealed that this lead had dislodged and perforated the heart wall. The patient did not complain of any symptoms. The device was deactivated and the patient was transferred to another hospital for a lead revision. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information provide that this lead was explanted and returned for analysis. Upon analysis this investigation will be updated.

Manufacturer narrative:
Upon additional information this investigating will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted setscrew marks on the terminal pin, as well as slight insulation bunching. Blood was noted in the helix housing. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.